Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer stored her insulin pump without a battery. The customer started insulin pump therapy again and stated that prior to use of the insulin pump again, her blood glucose was above 500 mg/dl. The customer explained that her blood glucose returned to around 100 mg/dl when returning to insulin pump therapy. The customer also stated that she received the displayable history crc check failed on startup alarm. Troubleshooting was done. Explained that the alarm was normal insulin pump behavior given the circumstances of leaving the insulin pump without a battery for an extended period of time. Nothing further reported.